Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional information has been provided to date, should additional information become available a follow-up report will be submitted.

Event description:
End user reported that within three days of wear time he developed a rash that was bumpy and red with some fluid filled bubbles on his skin. He saw a dermatologist and was prescribed clobetasol ointment to be used twice daily as well as leave the area open to air. End user reports the rash has improved.

Manufacturer narrative:
This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 08, 2016. (B)(4).